Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race- unk. PMA/510k - this product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2 mm, vticmo13.2, -12.5/2.5/093 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).